Event description:
Additional information was received indicating that the patient's generator has not been turned off. There are currently no plans for replacement for this patient as they have increased his medications and his seizure frequency is currently stable. No additional information was provided. Additionally, through a review of available programming history, it was observed that high impedance was initially recorded during a diagnostic test performed on (B)(6) 2010.

Event description:
Additional information was received on (B)(6) 2012 indicating that the generator had reached end of service and could no longer be communicated with. Surgery has not occurred to date.

Event description:
It was reported that the patient was referred for a full revision due to high lead impedance and end of service. Clinic notes were received indicating that the high impedance and end of service were first noted on a system diagnostic test performed on (B)(6) 2012. Additional information was then received indicating that the patient's mother had noticed a slight increase in the patient's seizures. Attempts for additional information have been unsuccessful to date. Revision is likely but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.